Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer requested to have the battery pca replaced per fco. There was no allegation of device malfunction. Here was no reported patient involvement/adverse patient impact.